Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 300 units of insulin during the load process. Tandem technical support walked customer through the cartridge reload process. The customer reloaded the same cartridge successfully. There was no impact to the customer's blood glucose level.